Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead oversensed noise, which triggered inappropriate mode switches and pacing inhibition. The atrial lead exhibited low pacing impedance, a loss of capture, and a loss of sensing. The lead was capped and replaced by on (B)(6) 2023. The patient was in stable condition.